Event description:
During a clinic follow-up, inappropriate anti-tachycardia pacing (atp) was delivered by the device. No malfunction was alleged on the device. Additionally, no intervention has been performed at this time. The patient was stable and will continue to be monitored.